Manufacturer narrative:
Na

Event description:
The customer reported the ventilator failed the safety valve test within the extended self test (est). The unit was being tested, therefore, there was no pt involvement or harm, and alarms were not applicable. The manufacturer service technician duplicated the customer reported problem. The service technician performed back pressure testing of the customer's reusable exhalation filter. The filter fails the test if the back pressure is >4cmh2o, indicating an occlusion. The service technician reported the filter measured 29cmh2o back pressure. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter. Extended self testing (est) was performed and tests passed to operating specifications. The customer was informed of the service technician's findings. User maintenance contributed to this event. Filter replacement must be performed per filter manufacturer recommendations at specified intervals.